Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment and found the imaging system boots and stays in stand alone mode. Broken wire on lemo end of umbilical. The medtronic representative replaced the umbilical cable and reported the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a spinal procedure the imaging system was unable to take a fluoro image. The site attempted several restarts of the system without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. An open was discovered between two lines within the cable. This confirmed an electrical failure due to the open.